Event description:
It was reported by the customer that during use the cardiosave intra aortic balloon pump had over temperature alarm.there was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
N/a.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0002178. Please refer to mfg report number 2249723-2025-0002178 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0002124 in your database.